Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin was squirting out during the priming. Customer's blood glucose value was unknown. Customer stated that the insulin pump was rejecting the new batteries all the time. Customer stated that the insulin pump was lost the setting during the priming and every time the customer had to reset the time and date. The device will return for the analysis.